Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "the tubing that connects the epidural syringe to epidural line leaked onto pillow. The leak was noted near the end of the tubing toward the port "'here it screws onto the epidural line. The tubing had already been replaced once before. Patient delivered and there was no longer a need for the epidural so it was discontinued. The following scenarios took place. #1-epidural tubing was found to be leaking. Pt not having good pain control and had to have epidural replaced one time before this was discovered. The tubing was checked for connectivity. It was dried and observed to be leaking in one spot. The tubing was marked with arrows as to where it was, then tubing changed when confirmed. A new lot number was used. The second lot number was leaking. #2- while working labor and delivery today when I arrived my patients epidural was not working well. It had been redosed a couple of times, but patient told me it worked for a short period of time then wore off fast. I started looking at the tubing and realized it was leaking near the filter. The pillowcase was damp and the bottom sheet was slightly wet. I had another staff member come look at it and we both could see leakage at the insertion site. The patient had given multiple bolus with the button. I am about to hang the 4th syringe. #3-I am not sure how much of the medication did not go in her. It seems like we used too many syringes and the patient should not have to pay for additional medication that was the result of a tubing malfunction. The patient did ask me about costs as we were changing so I thought I should make you aware of the situation. We may need to give her credit for one of the syringes." An incomplete date of event of (B)(6) 2018 was provided.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "the tubing that connects the epidural syringe to epidural line leaked onto pillow. The leak was noted near the end of the tubing toward the port "'here it screws onto the epidural line. The tubing had already been replaced once before. Patient delivered and there was no longer a need for the epidural so it was discontinued. The following scenarios took place. Epidural tubing was found to be leaking. Pt not having good pain control and had to have epidural replaced one time before this was discovered. The tubing was checked for connectivity. It was dried and observed to be leaking in one spot. The tubing was marked with arrows as to where it was, then tubing changed when confirmed. A new lot number was used. The second lot number also was leaking. While working labor and delivery today when I arrived my patients epidural was not working well. It had been redosed a couple of times, but patient told me it worked for a short period of time then wore off fast. I started looking at the tubing and realized it was leaking near the filter. The pillowcase was damp and the bottom sheet was slightly wet. I had another staff member come look at it and we both could see leakage at the insertion site. The patient had given multiple bolus with the button. I am about to hang the 4th syringe. I am not sure how much of the medication did not go in her. It seems like we used too many syringes and the patient should not have to pay for additional medication that was the result of a tubing malfunction. The patient did ask me about costs as we were changing so I thought I should make you aware of the situation. We may need to give her credit for one of the syringes." An incomplete date of event of (B)(6) 2018 was provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.